Event description:
The distributor reported on behalf of the customer that the pro9350b, hall titan primecut+ oscillating saw battery handpiece device was being used during a total knee arthroplasty procedure on (B)(6) 2023 when it was reported ¿the oscillator head of the main body was cut off during osteotomy using this hall titan primecut+ oscillator. " further assessment questioning found that the device did fragment and was retrieved using ¿instrument like forceps¿. The procedure was completed with an alternate "backup instrument" and there was no report of injury, medical intervention, or extended hospitalization for the patient. The current status of the patient was reported as ¿no problem¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Reported event ¿main body was cut off¿ was confirmed. An evaluation of the returned device found that the housing had damaged. The preventive maintenance was overdue and completed as part of this repair order. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised to always inspect handpiece and accessories prior to use. Do not use damaged equipment. Handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the (B)(4), hall titan primecut+ oscillating saw battery handpiece device was being used during a total knee arthroplasty procedure on (B)(6) 2023 when it was reported ¿the oscillator head of the main body was cut off during osteotomy using this hall titan primecut+ oscillator. " further assessment questioning found that the device did fragment and was retrieved using ¿instrument like forceps¿. The procedure was completed with an alternate "backup instrument" and there was no report of injury, medical intervention, or extended hospitalization for the patient. The current status of the patient was reported as ¿no problem¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.